Event description:
During the distal locking of the centronail, the threaded part of the tibial stabilizing rod broke. The broken part was left in the nail, no pt adverse effects. MFR reference number: (B)(4).

Manufacturer narrative:
(B)(4). The device was subject to visual, dimensional, mechanical and failure analysis. The technical analysis performed on the returned device evidenced its compliance to orthofix design and product specs. As no info has been provided by the hospital on the specific application, it is not possible to conduct a root cause analysis. The only assumption we can make is that, as it was proved that the returned product complies with orthofix spec, the stabilizing rod was probably subject to one or repeated overloads during the insertions. Orthofix continues monitoring the products on the market. In case additional info will become available, orthofix will promptly reopen the investigation.